Event description:
The surgeon stated that they observed the same bright spots after implantation of the replacement lens and determined this must be something in the capsular bag. The pt developed some macular edema which has gradually settled.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) that pt experienced "fuzzy" vision. The surgeon noted sparkly material on both front and back surfaces of the iol. The lens was replaced without complication.